Manufacturer narrative:
Date of birth is unknown as it was not provided patient gender is unknown as it was not provided date of implant is unknown as it was not provided (B)(4). Device evaluation the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no additional complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a model pcb00 intraocular lens (iol) intraocular lens (iol) was explanted from a patient¿s operative eye. Although, attempts were made, there was no additional information provided.